Event description:
The gas sampling port on the breathing circuit manufactured by medline has a defect. The gas sampling port on the elbow has a lip for a luer lock, but the cap does not have the grooves to allow it to lock. Consequently, I have experienced on a number of occasions where the cap pops off and an intraoperative leak develops in the circuit. This has resulted in the escalation of care. This exposes the pt to unnecessary risks.